Event description:
It was reported, the subject device had a broken lens. The issue was found during preparation for use for an unknown procedure. No patient harm reported.

Manufacturer narrative:
The customer's allegation was confirmed. In addition, the device evaluation found noise on image due to a faulty charge-coupled device and the unit failed the leak test due to a hole on the cable. Based on the results of the investigation, a definitive root cause cannot be identified. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.